Event description:
It was reported that a patient is experiencing intolerable debilitating glare for approximately three months after implanting the intraocular lens (iol) in the left eye. It was stated that owing to the glare, she cannot see to drive at night at all. Product information (model and serial number) was not provided. So, the date of manufacture and expiration date cannot be determined. Implant date was not provided. No further information was provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date of event: (B)(6) 2014. It was reported that the intraocular lens (iol), implanted in the left eye, was explanted in a secondary procedure due to debilitating glare. Brand name: tecnis 1 multifocal; model: zmb00; catalog #: zmb00u0150; expiration date: 09/10/2016; serial #: (B)(4). If implanted, give date: (B)(6) 2013. If explanted, give date: (B)(6) 2014. Device available for evaluation: yes. Returned to manufacturer on: (B)(4) 2014. Explant of intraocular lens. Device manufacture date: 09/10/2012. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification where no cosmetic defects such as scratches or depression marks were detected. Residue of viscoelastic (ovd) were observed on the leading haptic and lens edge. Loose particles were observed on the lens optic body compatible with handling the lens. The condition observed in the lens received was consistent with a lens that had been explanted from the patient's eye. During sample evaluation, the lens was observed clear as expected. No cosmetic defect in the lens optic and/or in the lens rings design was observed that could have affected the visual correction in the patient. A manufacturing record review was conducted. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was identified. All pertinent information available to abbott medical optics has been submitted.